Event description:
Complainant alleged that the medics were treating a patient (age and gender unknown) who was in cardiac arrest. The medics attempted to read the pt's heart rhythm through the stat pads multi-function electrode, but the device displayed a "poor pad contact" message. The medics then switched to the device paddle and obtained the pt's heart rhythm. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The complainant indicated that the used pads were inadvertently discarded subsequent to the event. The complainant instead returned for evaluation, the remainder of the electrodes from the same lot number.